Event description:
Caller alleged imprecision with the inratio meter. Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 6.1, lab: 3.2. Time between testing was half an hour. Strips: within expiration. Stored correctly. Correct strip code entered in meter.

Manufacturer narrative:
Investigation pending.